Manufacturer narrative:
This pt had two sample collected, one in heparin and a second sample collected in edta. Controls were run before this event and were within acceptable ranges. Pt samples were not rerun back to the last confirmed acceptable run. The field service engineer (fse) verified the instrument performance and found no instrument problems. The instrument is currently within quality control specs with respect to controls (accuracy) and reproducibility (precision). Raw data analysis revealed no indication of problems related to instrument function or data processing. Instrument generated platelet (plt) review (r) flag for the erroneous plt test result. The root cause is unk but based on raw data analysis and review of the data provided: the instrument generated platelet r flag and other platelet suspect flags for the erroneous plt result. Per product labeling, instrument generated messages alerts the operator to further review the sample. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This medical device report (MDR) represents event 2 of 2 reported by this customer. This MDR is related to the following MDR: 1061932-2009-00025.

Event description:
The customer reported erroneous low platelet results on two different pts and on two different days while using the coulter lh 500 hematology analyzer. This pt was run and rerun with platelet results of 7-10,000 with instrument generated flags. The customer considered the rerun result of 90,000 to be correct (printout was not provided). Erroneous results were reported out of the laboratory and the nurse questioned the results. Corrected reports were issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer.